Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that on (B)(6) 2024, the patient underwent surgery for distal femoral fracture to remove other company¿s implants and replace with the implants in question. After the surgery on an unknown date, it was confirmed that there was bone nonunion of the affected area and that the condylar screw (including the condylor nut and washer) were loose. On (B)(6) 2026, the second surgery was performed to tighten or replace them. During the second surgery, an attempt was made to retighten the screw, but it was unsuccessful. The surgeon commented that "the screw is spinning freely." Giving up on retightening, the screw was removed and a new one was to be inserted, but it was discovered that the removed screw was broken. Since no breakage was visible on the preoperative x-ray, it is presumed that it broke during either the retightening or removal process. The other broken half on the opposite side was still engaged with the nut, so the nut was removed along with the screw, and a new screw was inserted. An auxiliary plate was also added. The surgery was completed successfully within 30 minutes surgical delay. This pc is related to (B)(4) which reports the second surgery due to nonunion and screw loosening. This pc reports screw breakage during the second surgery.